Event description:
This patient noticed sensation of strange body and with episodes of blockage of the knee. It was found that the polyethylene implant was broken at basal level.

Manufacturer narrative:
This complainant is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.